Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with a cartridge present in the device. The cartridge was received in good visual conditions, and with no staples present. The device was tested for functionality with a test cartridge and it cycled, fired and formed all staples as intended. The staple line was complete and the staples were noted to have a proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, when the surgeon fired the device, some of the staples did not form. The device was within the gap scale. The area was over sewed. There was no patient impact reported.